Manufacturer narrative:
(B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Performed visual inspection of the sensor tail and watermarks were present at the base of the sensor tail. Sensor plug was removed and plug assembly was inspected. No failure mode observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported the customer received a "scan again in 10 minutes" message for more than 2 hours while wearing an adc freestyle libre sensor. Caller reported that the customer experienced a loss of consciousness and seizures. Paramedics were called and upon their arrival, the customer was treated with glucose (route of administration unknown). There was no report of death or permanent impairment associated with this event.